Event description:
Customer's parent called to report having difficulty to prime the pump. It was stated that the reservoir was filled with 140 units and the pump did not deliver the insulin until the reservoir reached approximately 100 units. It was stated that the lead screw test was performed and turned correctly. Additionally, the device had low battery alarms. Unit was not dropped or bumped. However, the pump may have been exposed to moisture.